Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient experiencing chest pain presented in clinic. The ventricular lead exhibited noise resulting in high ventricular rate episodes. The lead was capped and replaced.

Event description:
New information indicated the patient tolerated the procedure well and was in stable condition post procedure.